Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2025-00139. Event from a post-market clinical program: a facility reported that a hakim valve (ID 823832) and bactiseal catheter (ID 823072) were implanted on (B)(6) 2021. The patient was transferred to a rehabilitation department on (B)(6) 2021, for symptomatic and supportive rehabilitation therapy following ventriculoperitoneal (vp) shunt placement and cranial defect repair. On (B)(6) 2022, a follow-up CT scan suggested a possible subcapsular or subphrenic abscess in the right hepatic lobe. Consequently, a vp shunt removal procedure was performed on (B)(6) 2022. Postoperative imaging review on (B)(6) 2022, indicated satisfactory recovery, and the patient was discharged on the same day.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected field: g2. The codman batiseal catheter kit (ID 823072) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: the physician has changed the correlation decision of this event from ¿relevant¿ to ¿possibly irrelevant¿ (not related to the bactiseal catheter - ID 823072)